Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient experienced discomfort and sought medical treatment, she was diagnosed with a corneal ulcer in the left (os) eye. The patient has received ongoing treatment since (B)(6) 2017. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.